Manufacturer narrative:
(B)(4). The unit was received at the service and repair center. Per service manual operational and diagnostic analysis confirms the reported functional issue, caused by a short in the cable assembly. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need for cable replacement. Unit placed in long term hold. No further investigation beyond what is noted below will be conducted on this complaint. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Furthermore, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with this product code that were released to distribution. No corrective action is required and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the buttons on the micro tornado handpiece with buttons were stuck and the device was working intermittently. The procedure was completed manually with a rasp with no harm to the patient or delays to the case. The device will be returning for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.